Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during the drain cycle of their pd treatment. Fluid leaked from one of the stay safe connectors. There were no alarms or warning prior to or after the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up treatment. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during the drain cycle of their pd treatment. Fluid leaked from one of the stay safe connectors. There were no alarms or warning prior to or after the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up treatment. Additional information requested but has not been obtained.